Event description:
The customer reported that the device exhibited a monitor failure message and that the screen went blank.

Manufacturer narrative:
(B)(4): the customer reported that the device exhibited a monitor failure message and that the screen went blank. The device was evaluated by philips and the reported symptom was duplicated. The processor pca was replaced to resolve the issue.